Event description:
It was reported that the procedure was to treat a ramus artery. A 2.5 x 28 mm mini vision was successfully implanted at 14 atmospheres. The patient was given angiomax during the procedure and plavix post procedure. The same day the patient returned to the cath lab with confirmed thrombosis. The clot was removed by aspiration and an additional 2.75 x 23 mm vision was implanted with good results. Post dilatation was performed with a 3.0 x 15 mm nc trek. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no indication of any product deficiencies and the product was not returned. The reported patient effect of thrombosis is listed as an adverse event in the vision instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. Based on the analysis of all the information gathered during the investigation, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.